Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working due to fluid loss on the cylinder and an inflation issue. It was noted that the wall of both cylinders had completely disintegrated, the outer silicone was destroyed. The pump remains flat, and the cylinder no longer appears to be under the glans. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that both cylinders had wear at multiple folds along the entire cylinders. It was noticed that one cylinder had a hole in the proximal end from sharp instrument. Second cylinder had a hole at corner of a fold in the proximal end of the cylinder. Both cylinders had broken fabric threads and detached outer sleeve from wear in the proximal end of the cylinders. Leaks were identified in both cylinders. The pump was microscopically inspected. The pump was also leak tested and functionally tested. The pump did not pass the functional test. The pump passed visual inspection and leak test. The flat reservoir was microscopically examined and leak tested. The reservoir had wear at a fold in reservoir shell. The reservoir passed leak test. Product analysis was able to confirm the reported allegation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working due to fluid loss on the cylinder and an inflation issue. It was noted that the wall of both cylinders had completely disintegrated, the outer silicone was destroyed. The pump remains flat, and the cylinder no longer appears to be under the glans. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working due to fluid loss on the cylinder and an inflation issue. It was noted that the wall of both cylinders had completely disintegrated, the outer silicone was destroyed. The pump remains flat, and the cylinder no longer appears to be under the glans. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that both cylinders had wear at multiple folds along the entire cylinders. It was noticed that one cylinder had a hole in the proximal end from sharp instrument. Second cylinder had a hole at corner of a fold in the proximal end of the cylinder. Both cylinders had broken fabric threads and detached outer sleeve from wear in the proximal end of the cylinders. Leaks were identified in both cylinders. The pump was microscopically inspected. The pump was also leak tested and functionally tested. The pump did not pass the functional test. The pump passed visual inspection and leak test. The flat reservoir was microscopically examined and leak tested. The reservoir had wear at a fold in reservoir shell. The reservoir passed leak test. Product analysis was able to confirm the reported allegation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working due to fluid loss on the cylinder and an inflation issue. It was noted that the wall of both cylinders had completely disintegrated, the outer silicone was destroyed. The pump remains flat, and the cylinder no longer appears to be under the glans. The ipp was explanted and replaced. There were no patient complications reported.